Event description:
It was reported that during a robotic assisted laparoscopic procedure, the device stuck shut on the omentum and had to be cut off. It is unknown how the procedure was completed. No other details provided. No adverse patient consequence was reported. Additional information has been requested, but no further details have been provided. If the information becomes available at a later date, a supplemental medwatch will be sent. (B) (6).

Manufacturer narrative:
(B) (4). (B) (4). Device fired through lockout the analysis results found that the device was received in good visual condition. When testing the device for functionality it was noted to be empty and the lockout was fired through. Please note the device contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a vessel. If the trigger is forced closed, once the last clip lockout has engaged, the jaws may remain closed. A batch record review was performed and no anomalies were found during the manufacturing process.